Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter adapter was defective and the extension tubing could not be connected as a result. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a connecting issue of insyte autoguard. The customer reported as follows: after catheter placement, the hcp attempted to connect the extension tubing but couldn't do that. When using another new catheter, the extension tubing could be connected."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used catheter adapter assembly, thirteen unopened units, and seven photos. During the visual/microscopic examination of the catheter adapter assembly, it was observed that the outer threads of the used adapter was damaged. The reported defect was confirmed. The thirteen unopened units were opened and inspected for damage to the adapter. No damage was observed. Damage to the threads can occur during the manufacturing process and is likely due to misalignment. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter adapter was defective and the extension tubing could not be connected as a result. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a connecting issue of insyte autoguard. The customer reported as follows: after catheter placement, the hcp attempted to connect the extension tubing but couldn¿t do that. When using another new catheter, the extension tubing could be connected."